Event description:
It was reported that this lead was surgically abandoned due to noise, oversensing and high pacing thresholds. When replacing the device, lead completely fell apart and the insulation came off. Product will not return. No additional adverse patient effects were reported.